Manufacturer narrative:
Evaluation summary: numerous kinks were visible along the hypotube during inspection. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 14th distal stent wraps with struts raised. Slight deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located at the proximal right coronary artery exhibiting 80-90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging and there were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. It was reported that the stent deformed in-vivo during positioning. The procedure was completed using another resolute integrity device of a different size. It was reported that the physician believes that the event was due to use of the device in difficult lesion morphology/ anatomy, i.e. The event was procedural related and not device related. Patient status post procedure is alive with no injury.